Event description:
During hysteroscopy case, the pt was difficult to put to sleep, however, no explanation was given. The fluid deficit reached 2500cc's and the surgeon was cautioned to complete the procedure. Air was introduced into the system as the staff was changing the bags. The procedure was completed. The pt was awakened and transferred to ICU for observation. Pt was stable. No other info is available.

Manufacturer narrative:
Control unit is not being returned for evaluation. (B) (4).